Manufacturer narrative:
Reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit was not functioning, defective, electronic control unit wiring was exposed and motor was worn out stat and the handpiece was unable to reverse when in the reverse mode. It was also noted that the device failed pre-test for triggers and the electronic control unit function, switching function, check the oscillation angle and check the off/on/on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would not go in reverse. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.